Manufacturer narrative:
The pump product in its totality was returned for analysis. Both portions of the pump were analyzed. The root cause of the cannula detachment was excessive force applied to remove the device. The reason for the need for excessive force was unable to be determined. There was no information relayed regarding where the device stuck. The failure mode will be monitored and trended. No corrective action is warranted at this time. Medwatch mw5077873, (B)(4).

Event description:
The patient admitted in cardiogenic shock had an impella placed for support as he coded during a gi study. The patient was supported successfully and upon explant of the pump, the catheter broke. The vascular surgery team was called to remove the portion of the pump that had remained within the vasculature. The vascular surgeon noted calcified peripheral vasculature that he believed may have contributed to the breakage of the pump.